Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine drive was evaluated and reformatted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the cine function was not operating. A loss of cine, subtraction, road-mapping, or other critical vascular functions could result in delay or termination/rescheduling of an interventional procedure. There is no report of injury or death associated with this event.